Manufacturer narrative:
(B)(4). D4: attempts have been made to gather product ID information and no further info is available. D10: item# 110031431; lot# unknown. G2: foreign - event occurred in canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the glenosphere impactor fractured. No patient consequences or harm were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather product ID information and no further info is available. Visual examination of the provided pictures identified the impactor tip is grey and fractured. The fractured surface is not clean or clear in the picture to perform fracture analysis. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. Per product design, the pad is attached to the handle with medical grade epoxy and is not designed to be removed as it is approved for effective cleaning and sterilization in its assembled form. Per the device's IFU, the majority of surgical instruments and trial prostheses instruments are constructed in such a way that they will not require disassembly. However, it is unknown if this contributed to the reported event. A definitive root cause cannot be determined. The reported event is confirmed as a picture was provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.